Event description:
It was reported that revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
He associated complaint devices were not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported revision and associated therapies could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.